Manufacturer narrative:
The gas delivery subsystem (gds) was received for failure investigation. The customer complaint was verified. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding repair and operational status with no response from the customer and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Submission date: 22sep2021.

Event description:
The customer reported a low leak co2 rebreathing error. There was no patient involvement. The customer spoke with a remote service engineer (rse). Customer states they get an error until he is reaching 100% o2, but when customer is at 100% o2 he is only getting 65% o2. Confirmed customer calibrated his o2 sensor on analyzer. Customer confirmed. Advised customer it could be the flow sensor assembly. Customer stated he would like the part number for full gas delivery system (gds).